Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during device preparation, the device was unable to be interrogated. An error message was displayed when attempting to interrogate using the antenna. The device was not used and exchanged. The same event occurred with another device. Interrogation succeeded with a third device and using a wand. The patient was stable.

Manufacturer narrative:
The reported field event of rf telemetry anomaly was confirmed in the laboratory. The programmer crashed and displayed an error message. The observed rf telemetry anomaly was due to an error code. The device was functionally tested after re-loading the product code and no anomalies were identified. The device exhibited normal characteristics. Rf telemetry remained normal and uninterrupted throughout testing. Despite extensive testing, the telemetry error could not be reproduced. The cause of error code could not be determined.